Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. Review of stored device memory revealed several mode switches where the device programming switched from aai to ddd mode. A health care professional (hcp) reported that the patient was developing a conduction block. Boston scientific technical services (ts) discussed that the algorithm was not intended for patients with av block. The algorithm was programmed off. No additional adverse patient effects were reported.